Manufacturer narrative:
Product complaint # (B)(4). Corrected data: adverse event or product problem: update section to uncheck. Outcomes attributed to adverse event: update section to uncheck. Type of reportable event: not reportable. Patient codes. Additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? No. If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? No, I do not. I may assume that complications after stapled henorrhoidectomy in our series are very similar to the ones observed in operations where a stapler is not used. Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? No, we could not remember of any malfunction associated to ethicon products during theses cases. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
Product complaint # (B)(4). Date of event: publication year of 2016. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. The single complaint was reported with multiple events through a journal article. No specific patient information regarding events has been provided and it is unknown if the events have been previously reported. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? (B)(4).

Event description:
It was reported via literature entitled: long term results after stapled hemorrhoidopexy alone and complemented by excisional hemorrhoidectomy: a retrospective cohort study. Author: sergio eduardo alonso araujo, lucas de araujo horcel, victor edmond seid, alexandre bruno bertoncini, sidney klajner. Doi: /10.1590/0102-6720201600030008. Stapled hemorrhoidopexy is associated with less postoperative pain and faster recovery. However, it may be associated with a greater risk of symptomatic recurrence. The authors hypothesized that undertaking a limited surgical excision of hemorrhoid disease after stapling may be a valid approach for selected patients. The aim of the study was to compare longterm results after stapled hemorrhoidopexy with and without complementation with closed excisional technique. In a retrospective uni-institutional cohort study, a total of 65 patients (29 male and 36 female patients) underwent stapled hemorrhoidopexy (sh) and 21 (13 male and 8 female patients) underwent stapled hemorrhoidopexy with excision (sh+e). During the surgical procedure in all groups, mucosectomy and anopexy was conducted using the pph-03 kit (ethicon) with closed staple height of 0.75 mm in all cases. In the sh group, reported complications included presence of symptoms potentially related to hemorrhoid disease in the post-operative period (n-28) which required medical management of symptoms related to hemorrhoid disease in the post-operative period (rarely in 5 patients, occasionally in 8 patients, frequently in 4 patients, and daily in 1 patient) and anal substenosis (n-1) which required surgery. In the sh+e group, reported complications included presence of symptoms potentially related to hemorrhoid disease in the post-operative period (n-7) which required medical management of symptoms related to hemorrhoid disease in the post-operative period (rarely in 2 patients, occasionally in 3 patients, and frequently in 1 patient) and anal substenosis (n-1) which required surgery. In this retrospective cohort study, it was observed that the stapled hemorrhoidopexy combined with an excisional technique was effective for more advanced hemorrhoid disease and might have prevented symptomatic recurrence for this subset of patients with grades 3 and 4 disease. The ideal treatment for hemorrhoids should be minimally invasive, painless, safe, and effective.